Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the r45 resistor was open and the +1.8v and +5.4v power supplies were shorted. The cause of the inability to power on is the open resistor and shorted power supplies. The root cause of the open resistor and shorted power supplies cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on.